Event description:
It is reported that a customer has trouble with their insulin pump not connecting to their meter. The patient's blood glucose level was not recorded. The customer also states that they sweat a lot and the infusion sets only stay on a couple of days. The customer's email was sent to the help line for more assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.